Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an insulin flow blocked. The blood glucose value was 350 mg/dl. Troubleshooting was performed and it was observed that the insulin does not exist with the tubing with fill tubing. The product will return for the analysis.